Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's components, and subsequently, the customer was able to load the cartridge successfully and resume insulin delivery.